Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed under conscious sedation using intracardiac echocardiogram (ice) imaging. Venous access was obtained. A non-boston scientific (bsc) access sheath was inserted and advanced. At the same time a 31mm watchman flx pro delivery system and closure device (wds) was being inserted through the was, st elevations were noted. The physicians suspected an air embolism. The coronary arteries were injected with contrast, yet no air was visualized. The st elevations resolved on their own. The wds was deployed and subsequently implanted. The procedure was concluded, and the patient is fully recovered.